Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. The patient reported a fasting blood glucose (bg) of 200mg/dl to 300mg/dl over the past couple of weeks. There were no reported signs or symptoms of hyperglycemia. The patient stated she had seen her endocrinologist regarding the elevated bgs and was advised that settings adjustments were not needed. The patient was reportedly instructed to contact animas to troubleshoot the pump. The patient denied any changes in activity, diet, or medications. Customer technical support reviewed the pump with the patient and found all settings and histories were correct. No pump malfunction was identified during troubleshooting. The patient denied any site or set issues. Although no pump defect was found during troubleshooting, the patient stated that she had lost confidence in the pump. The pump was replaced. The reported bg excursions do not meet criteria for a serious injury. This complaint is being reported based on the allegation of a non-specific pump malfunction. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump history indicated that the last basal and bolus deliveries occurred on (B)(4) 2013. There were no alarms outside normal use observed in the pump history. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. No alarms occurred during testing. No delivery defects were observed during investigation. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored.